Manufacturer narrative:
The reported event of backup mode was confirmed. The reported event of failure to interrogate was not confirmed. The device was received in backup operation, with battery voltage well above the elective-replacement level. Analysis performed indicated the device was turned into backup operation mode in the field and could not be recovered. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During follow-up, the device was unable to be interrogated. After multiple attempts the device could successfully be interrogated and was found to be in backup mode. Abbott technical support was contacted but was unsuccessful in uploading new firmware. The event was resolved by explanting and replacing the device. The patient was in stable condition.